Event description:
It was reported that the customer's insulin pump was not delivering insulin. It was stated that the customer was experiencing constant hyperglycemia. It was stated that the carelink reports were not used at any time, but they wer reviewed after the device was analyzed, and noticed that a series of basic adjustments should have been incurred in the insulin pump's settings. It was stated that a replacement of the insulin pump was sent, but the same results were obtained as the original insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.